Event description:
Per the clinic, the patient developed a mastoid infection, exposing the receiver/stimulator. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.